Event description:
One endeavor sprint rx drug-eluting stent was implanted to the mid lad. Investigator reported a spontaneous gi bleed occurred on the same day as stent implant. Pt did not require any intervention as a result of the bleeding event. Investigator has indicated that event was not related to the study stent.

Manufacturer narrative:
Other (bleed).